Manufacturer narrative:
H6: investigation summary. Bd received 10 samples from the customer for the investigation. The samples were evaluated and upon completion, no issues relating to poor barrier separation were observed. Three returned samples provided in the complaint and 1 control tube were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on the investigation performed, bd was unable to confirm the customer¿s indicated failure mode. This complaint was the 3rd complaint received for this lot number and the as reported defect. H3 other text : see h.10.

Event description:
It was reported that there is poor barrier separation after centrifugation with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: (2 of 3 complaints). Supervisor is reporting that their site has experienced at least three incidents where the gel is still on the top after the tubes have been centrifuged. Other tubes from that lot seem to be working fine. Gel is migrating to the top of the plasma during centrifugation. Both patients were drawn in the ER during an IV start. Upon redraw by regular venipuncture the tubes spun correctly. They also had this happen earlier in the week but did not have patient information. The ***patient was admitted with headache and the **other patient with uti. Site had centrifuge checked for time and speed and everything is fine. Site spins according to specifications. Site will return tubes for testing. This has only happened to date from the specimens drawn in the ER during an IV start.

Manufacturer narrative:
Date of birth: (B)(6) was used based on patients age. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there is poor barrier separation after centrifugation with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: (2 of 3 complaints) supervisor is reporting that their site has experienced at least three incidents where the gel is still on the top after the tubes have been centrifuged. Other tubes from that lot seem to be working fine. Gel is migrating to the top of the plasma during centrifugation. Both patients were drawn in the ER during an IV start. Upon redraw by regular venipuncture the tubes spun correctly. They also had this happen earlier in the week but did not have patient information. The patient was admitted with headache and the other patient with uti. Site had centrifuge checked for time and speed and everything is fine. Site spins according to specifications. Site will return tubes for testing. This has only happened to date from the specimens drawn in the ER during an IV start.